Manufacturer narrative:
User facility personnel stated when their transfer car did not latch properly causing the car to almost tip and fall. A steris service technician arrived onsite to inspect the sterilizer and transfer car. The technician found no issues with the function or operation of the transfer car. The steris service technician inspected the sterilizer and confirmed the latching mechanism inside the sterilizer required adjustment. The technician stated that the sterilizer's chamber tracks and guide bracket were out of alignment. As the sterilizer's chamber tracks were out of alignment it did not allow the transfer car to be properly loaded inside the sterilizer chamber. The technician properly adjusted the sterilizer's chamber tracks, tested the unit and confirmed the equipment to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that their transfer car did not latch properly inside their amsco 400 sterilizer, causing the car to almost fall. No report of injury.